Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged microintroducer is confirmed. One 5 fr microintroducer was returned for investigation. The dilator was present within the peel apart sheath. A product label sticker was also returned with lot: reen5173. Blood residue was present on the distal tip of the dilator and sheath. The sheath was observed to be damaged and deformed. Microscopic observation of the sheath tip revealed it to be flared outwards which a section of the sheath being indented inwards. The sheath tip was also observed to contain a split in the deformed region. The deformation observed on the tip sheath may have been caused by advancement against resistance. The product instructions for use (IFU) contains information which may have prevented the reported event. The IFU states, "advance the small sheath and dilator together as a unit over the guidewire, using a slight rotational motion. If necessary, a small incision may be made adjacent to the guidewire to facilitate insertion of the sheath and dilator. Verify institutional guide lines concerning the use of a safety scalpel prior to making incision." A lot history review (lhr) of reen5173 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a microintroducer had a small crease when attempting to insert into an elderly patient. The reporter made the small incision to allow the introducer to slide along guidewire and into the vein, however, when trying to push the introducer past the white tip, the reporter felt resistance and turned the introducer over and noted a small crease so we switched it out. A second introducer was used with no issues.